Event description:
The hospital staff tested the bed exit system between patient use and the alarm would not trigger.

Manufacturer narrative:
The technician found the bed exit will not alarm during testing of the bed system. The technician replaced the bed exit tape switches to repair the bed.